Manufacturer narrative:
(B)(4). Device evaluated by MFR: the catheter was returned for analysis. Visual inspection revealed a kink in the device approximately 16mm from the distal tip in the neutral position. The kink was between r2 and r3. The seal on ring 2 had been compromised. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. Dimensional inspection revealed the device failed both the right and left curve tests; the tip did not reach the shaded area on the template. X-rays of the distal end showed a bent center support. Dissection of the distal section revealed dried body fluid in the interior of the sheath. The kevlar wrap is displaced and the center support is bent into an ¿s¿ shape and is fractured at the bottom curve of the ¿s¿. One of the steering wires was detached; there was evidence of solder on both the center support and the detached steering wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 15feb2017. It was reported that incorrect catheter curve banding occurred. During an ablation procedure with a intellatip mifi xp ablation catheter, an incorrect catheter curve banding occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device analysis revealed the seal on ring 2 had been compromised and there was dried body fluid in the interior of the sheath.